Manufacturer narrative:
The user reported missing low alarm. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The compatibility guide was available to the customer on the product's website. As the compatibility guide is provided to the customer and the incompatible configurations were used, therefore, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone 15 promax, ios version 26.2.1 and app version 1.2.1.1856. As a result, the customer did not receive the low glucose alarm alert when they experienced a ¿glucose scan of as low as 26 mg/dl¿ and in turn resulted in vehicle accident. The customer experienced concussion symptoms including blurred vision, memory loss, general aches and continued to struggle with memory issues. Customer was unable to self-treat and was in hospital with ¿coma state¿ for 3 days and received unspecified treatment from healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. As a result, the customer did not receive the low glucose alarm alert when they experienced a ¿glucose scan of as low as 26 mg/dl¿ and in turn resulted in vehicle accident. The customer experienced concussion symptoms including blurred vision, memory loss, general aches and continued to struggle with memory issues. Customer was unable to self-treat and was in hospital with ¿coma state¿ for 3 days and received unspecified treatment from healthcare professional (hcp) for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.